Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating (B)(6) 2022-(B)(6) 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture 23-jan-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that device keyboard was failed to work. A technical support specialist disable all universal serial bus, power management settings, chose high performance power and disable universal serial bus selective suspend setting, ran master upgrade, and restarted the cubex software, keyboard still does not work, customer went ahead and connected her own personal keyboard as a work around and was able to issue medication and recommended that they either order their own keyboards (prefer wired) or go to their customer portal and order one from the website and resolved the issue. The system functioned as intended after technical support specialist assessed and customer troubleshot the device.

Event description:
It was reported by the customer that bd pyxis¿ medbank tower keyboard was failed to work. After trouble shooting, the customer connected her personal keyboard as a work around and was able to issue meds. There were no adverse events or injuries reported based on this incident.